Event description:
Kronner uterine manipulator (two different lot numbers) being used for abdominal myomectomy. The balloon failed on device number one and device number two. A third device was used without incident. There was no harm to the patient.